Event description:
The customer reported that during an exploratory laparoscopic procedure, the jaws of the device would not reopen while applied to tissue. It is unk how the device was removed from the tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.